Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient underwent lumbar myelogram. Impressions: 1) degenerative disc disease at l5-s1, but otherwise unremarkable lumbar myelogram and post myelogram CT scan. The patient also underwent CT scan of the lumbar spine. Impressions: degenerative disc disease at l5-s1. (B)(6) 2004 the patient was presented for office visit with back pain. Physical examination: reveals a white female in no acute distress. Impression: degenerative disc disease of the lumbar spine. The patient underwent anterior cervical discectomy and bone graft fusion at l5-s1 and placement of an anterior sacral tension band l5-s1. Preoperative diagnosis: degenerative disc disease at l5-s1. Perop notes: went down to the posterior longitudinal ligament. Subsequently with measuring. We used a 13mm anterolateral peek spacer filled with rhbmp-2 and that was delivered into place without any difficulty. Bone graft with crunchies was then placed over it. Then as anterior tension band measuring 43mm secured on the top with two 22mm anterior tension band screws at l5 and two 26mm screws at s1 were then placed. Procedure: retroperitoneal exposure, l5-s1 with placement of interbody disc and tension band plate. Xrays: instrument is overlying the anterior aspect of the operative site at l5-s1 disc space in good alignment. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.